Manufacturer narrative:
(B)(6).

Event description:
The customer questioned thyroid results for 6 patient samples tested for elecsys ft3 iii (ft3 iii), elecsys tsh (tsh) and elecsys ft4 iii (ft4 iii) on a cobas e 801 module. The 6 patient samples were submitted for investigation where discrepant results were identified for ft3 iii, tsh and ft4 iii between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 iii erroneous results and medwatch with (B)(6) for information on the tsh erroneous results. Refer to attached data titled "patient results" for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The patient samples were also treated and underwent polyethylene glycol (peg) testing. Refer to attached data titled "peg testing" for these results. The e602 module serial (B)(4). The e411 analyzer serial (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e602 module and the e411 analyzer was 277945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 277939 with an expiration date of 31-dec-2018. There was not enough sample volume left to complete the investigation. Based on the data provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.